Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed and was determined to be use related. One 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed a bend in the guidewire approximately 1.8 cm proximal to the distal tip. Blood residue was observed on the guidewire. A microscopic observation revealed a kink in the coiled wire of the guidewire at the bend. Both weld tips were observed to be present and undamaged. The location and severity of the bend and kink observed in the guidewire, along with the evidence of use, suggest the guidewire was damaged during use. A lot history review (lhr) of reay0046 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the preparation before the catheterization, after opening the package of the product, it was found that the guide wire was bent. The device was not used on a patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reay0046 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the preparation before the catheterization, after opening the package of the product, it was found that the guide wire was bent. The device was not used on a patient.